Manufacturer narrative:
A ge service representative performed an on site investigation. The video assembly circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported an intermittent black monitor screen with no image. No pt injury was reported.